Event description:
It was reported the patient line was pulled out from where it connects to the cartridge. Customer experienced high blood glucose levels (300 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).